Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2020. A manufacturing record evaluation was performed for the finished device lot mgq570, and no non-conformances were identified. Additional h3 investigation summary: an unopened sample of product code 640g, lot mgq570 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown dental and oral surgery on 12/3/2019 and suture was used. The suture was broken easily during use. There were no adverse consequences to the patient.